Event description:
It was reported that the nail had been implanted in another hosp and during the first revision surgery in 2004 the doctor detected the tip of a screwdriver in the hexagon socket. The surgeon was supplied several special instruments but it was not possible to remove the tip. By drilling up stepwise it was possible to remove the tip of the set screw and afterwards the lag screw and nail.